Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she keeps getting a failed battery test alarm on the insulin pump. Customer stated that she checked the cap and saw corrosion in it. Customer tried to clean it out to no avail. Customer also had a weak battery alarm. Troubleshooting was performed and the customer stated that the battery contacts were damaged. Customer was advised that she will be sent a replacement battery cap. Customer was advised to monitor the pump and revert to a back-up plan until the replacement cap arrives.